Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the pump battery was charging slower than expected. Reportedly, the customer was able to charge the pump with an alternate cable with no issue. Customer's blood glucose value was between 70-180 mg/dl. Replacement cable was sent to customer.